Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump monitored and no alarm during testing. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc and act buttons do not work on the insulin pump and are not responsive when pressed. The customer did not provide their blood glucose level. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced.